Event description:
Pr (B)(4) was created to capture proximal kink observed during the lab evaluation of pr (B)(4) / 3001845648-2021-00164 on (B)(6) 2021

Manufacturer narrative:
(B)(4). The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of lot c1753001 of echo-19 involved in this complaint was returned for evaluation, with the original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 22 march 2021. A proximal kink below the sheath extender was also observed. Clarification was requested as follows; ¿during evaluation of the returned device a proximal kink was observed below the sheath extender. Please confirm with the customer if the customer had noted the kink as well?¿ reply was received as follows; ¿the customer is unsure if the kink was present when needle was in the package.¿ as a result of the above an additional complaint was opened in relation to the proximal kink as it could not be linked to the complaint issue. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1753001 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1753001. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submuscosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the possibility that the device was over torqued during procedure when the handle cracked leading to a kink below sheath extender. Additionally the device may have become kinked on attachment or detachment to scope. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.